Event description:
It was reported by the philips field service engineer (fse) the unit had 1 battery that was intermittent. There was no reported patient or user involvement and no adverse patient/user impact.